Manufacturer narrative:
Investigation results. Visual investigation. The components have been examined visually and microscopically with the digital microscope. The external screw thread of the rotation axis shows visible damages/ material abrasions on the whole circumference . The last inner thread of the rotation axis locknut is damaged. Furthermore the taper of the rotation axis shows little imprints. There are little metal inclusions on the gliding surface as well as on the bottom side of the meniscal component. The locking ring and the bearing for rotation axis show no significant/unusual damages. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 4(5) probability of occurrence2(5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. The thread can only loosen when the taper connection has not been connected correctly. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Correction/additional information: updated b5 + d10: involved component added.

Event description:
Correction/additonal information: involved component added. Involved component: nr880m - enduro meniscal component f2 10mm - lot 52223023.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with nr860k - enduro locking nut f/rotation axis. According to the complaint description, the implant loosened 5 years post surgery. De-coupling of axis of an enduro prosthesis (implanted 2010). Already in 2016 the couling loosened and was revised with a f2 10mm pe. Secured with a new lock nut. A revision surgery was necessary. Additional information was not provided. Additional information has been requested but not yet received as of this report. Additional patient information is not available. The adverse event is filed under (B)(4). Associated medwatch reports: 9610612-2021-00416.